Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that about two weeks ago the patient started having problems with balance and mobility. The patient had pain in their lower leg and experienced spasms. The patient had pain around their back and felt like the device was shocking or burning around where the equipment was. The caller stated the patient's legs were numb and they seemed to have lost their balance overnight. The patient was walking up and down a flight of stairs the day before and suddenly they could not hold themselves up. The patient went to the hospital and they ran a bunch of tests first and they could not find anything else wrong with the patient. The caller suspected that the symptoms were related to the patient's implant. The caller also stated that they looked up possible adverse effects online and the patient was experiencing similar symptoms. The caller wanted to turn the patient's therapy off. During the call, the caller attempted to connect to the patient's implant and got device not responding. The caller repositioned the communicator and was able to connect. The caller turned the therapy off. The troubleshooting steps that were taken on the call resolved the communication issue. The patient was redirected to their healthcare provider (hcp) to resolve the issue.